Event description:
It was reported fluids leak through catheter hub with needleless connector or IV set attached. Patient required catheter exchange. It was reported this occurred with four devices. This report addresses the second device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refy0980 showed seven other similar product complaint(s) from this lot number.

Event description:
It was reported fluids leak through catheter hub with needleless connector or IV set attached. Patient required catheter exchange. It was reported this occurred with four devices. This report addresses the second device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample analysis, manufacture quality and production records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed, and the cause was manufacturing-related. The products returned for evaluation were two EU 4 fr s/l powerpicc full catheters. Light usage residues were observed throughout the samples and needleless injection caps were attached to the luer adapters. Microscopic inspection of the luer adapters revealed a protrusion in the luer material within the orifice. That material had the appearance of a mold defect which could result in inadequate sealing of the luer hub with a syringe. Bd is working closely with manufacturing to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11.